Manufacturer narrative:
One photo was provided for review, and the clave was observed to be leaking near the port on the burette. The complaint of leakage can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation, however, a lot history review will be performed.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported that the clave additive port snapped off, causing leakage. The event was noted during infusion. There was no patient harm reported as a consequence of this event.